Event description:
It was reported that approximately 1 month and 1 week following the implant of this transcatheter bioprosthetic valve in a patient on direct oral anticoagulants for pre-existing chronic atrial fibrillation, the patient was found at home with right hemiplegia, aphasia, and co-existence. The patient was transported to the hospital by ambulance where a left internal carotid artery occlusion was observed. Subsequently, a cardiogenic cerebral embolism was noted. The thrombosis was recovered and revascularization was done. Despite these interventions, the patient's consciousness did not improve. Extensive cerebral infarction and cerebral edema was noted. The patient developed pneumonia and passed away approximately 10 after being hospitalized.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.